Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. While placing the lead at multiple locations, r-wave sensing, and capture threshold could not be obtained. Finally, the screw helix also was not retracting. The lead was removed and replaced. The patient was stable.